Event description:
Patient reported their tooth chipped and had composite bonding applied. The bonding was medically necessary due to the chipped tooth was injuring their tongue and causing significant discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.